Event description:
Consumer called stating that his tdx power chair allegedly stopped working as he was leaving the bank.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdx, serial number/date code and age of product are unknown. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that his tdx power chair allegedly stopped working as he was leaving the bank. The chair was purchased in 2012 and the consumer stated that he does not charge the battery every night. The owner's manual states a caution on page 56, "new batteries must be fully charged prior to initial use of the wheelchair. As a general rule, batteries should be recharged daily to assure the longest possible life and minimize the required charging time. Plan to recharge the batteries when it is anticipated the wheelchair will not be used for a long period of time." No damages or injury alleged.